Event description:
Physician was using the gelmark during a biopsy, with a mammotome probe. She noted resistance on removal of the application from the probe, and tried to remove the application and probe as a unit, but experienced difficulty due to a small incision. She was able to retrieve the tip from the breast using forceps. There were no pt adverse effects.